Manufacturer narrative:
Fsca number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
During preparation, upon connecting the catheter a single use error code was displayed on the dws. The catheter was replaced and the procedure was able to be completed with no adverse consequences to the patient.